Event description:
It was reported that a cadd pump, during the use of the product while the patient was sleeping at night, an alarm went off. No alarm message was displayed on the screen. No patient injury.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tamper seal and housing intact. Upon inspection, the customer's reported issue could not be duplicated. Investigation found possible malfunction of the downstream sensor, it was replaced as a preventive measure and upstream sensor re-calibration.